Event description:
It was reported that the infusion set was leaking at the headset resulting in elevated blood glucose levels. The patient felt dizzy and had a blurred vision. He tested his blood glucose level obtaining a result of 476 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device discarded.